Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2024 in which their ipg was explanted and replaced. An additional lead was also added during this procedure due to ineffective stimulation.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient has pain at the ipg site. Surgical intervention is pending to address this issue.